Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the key status was likely out of synchronization or affected by a system glitch. A technical support specialist (tss) advised the pharmacy admin to perform a cycle count on the key, which corrected the key status and allowed successful issuance of medication, restoring normal functionality. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the user was unable to issue medication as the system displayed an error prompting key return, even though the key had already been returned. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.